Event description:
During device preparation prior to the implant procedure, the device could not be interrogated via bluetooth low energy (ble) telemetry. The device was later successfully interrogated via inductive telemetry, however, the device still could not be interrogated via ble telemetry. Another device was used for the implant procedure. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of interrogation anomaly could not be confirmed. The device was able to be successfully interrogated on different programmer using both bluetooth and inductive telemetry. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.